Event description:
Iabp [intra aortic balloon pump] on patient and functioning properly. Rn went to print strip and noted heart rate number but no EKG rhythm being displayed. Rn changed EKG electrodes and still no EKG rhythm appeared. Rn printed strip and EKG rhythm was present on strip. Pump switched to ap [arterial pressure] trigger. Rn attempted to change trigger and review alarms; screen changed from displaying numerics/waveforms to white start-up screen. Unable to clear screen. Pump was still pumping. After about 8 minutes, screen faded to black and pump turned off. Console swapped and sequestered.